Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The caller advised that her aviva combo device was reading hi mg/dl (which on the system indicates a result in excess of 600 mg/dl) all day on thursday, (B)(6) 2018 and into friday morning, (B)(6) 2018. The patient attempted to self-treat with boluses, but her blood glucose levels were not decreasing. The patient experienced elevated blood glucose symptoms of vomiting and became unconscious. The patient's husband transported her to the hospital. Upon arrival at the hospital, the patient received a blood glucose result of 535 mg/dl on the hospital's meter. The patient was diagnosed with diabetic ketoacidosis, and was treated with insulin via IV and injections and also potassium. She was also given an IV for dehydration. The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. When the patient was released from the hospital her blood glucose was 100 mg/dl. The infusion device was requested to be returned for product evaluation.